Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the station was offline, and users were unable to turn it back on. A field service engineer (fse) identified two drawers that were disconnected from the bus cable. One drawer was reconnected, while the other had bent pins on the pyxis module controller board and were straightened to restore connectivity. The fse isolated the faulty half height drawer by disconnecting retractor bands sequentially, replaced the defective drawer controller board, and reassembled the drawer to complete the repair. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bp3cc, the station went offline at 1 am and users were unable to power it back on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.